Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they fell from a high point onto a concrete floor on their left side and had to have their left lead replaced. Caller stated they met with their hcp and had x-rays taken and their hcp said they did not see anything wrong with the internal components but rep looked at the x-rays and said the left lead was damaged. Pt stated they had a revision done yesterday. Pt also stated that after they fell, they noticed the ins battery level would fluctuate irregularly. Technical services specialist (tss) instructed pt to monitor that issue and notify their hcp if the issue continues. A response was received from a manufactures representative regarding patients complaint. Rep reports based on the x-ray there were no breakage or damage on the leads. When the lead was removed, it still looked in tact. A revision was done (B)(6) 2023 to help resolve the issues patient complained about, no further impedance issues were reported after the revision. Patient's issues were resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances greater than 40000 for electrodes 0-1-2-4-5-7. Lead was damaged/broken. Patient had a fall and pain returned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.